Event description:
It was reported that the zimmer air dermatome caused two pt injuries. Further clinical follow up determined that the first pt incident was filed under manufacturer report number 1526350-2012-00300. The second pt injury occurred in (B)(6) of 2013 when the device was pulled from operating room circulation. The second pt incident was not reported until (B)(6) 2013. No additional clinical information was provided at the time of this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.